Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer failed display/touch test and powered up to a system error. Xy printed circuit board assembly found out of electrical specification. Analysis could not confirm the reported beeping sounds. It was noted the stylus tip was loose but functional.

Event description:
It was reported the programmer keeps beeping and can't be used. It was also reported the stylus pen on the screen will not work. The programmer was returned for repair. There was no patient involvement.